Event description:
The customer reported that a pt had expired and that they were seeking retrospective data and the pt file for review.

Manufacturer narrative:
The customer called asking if they could obtain retrospective data on a discharged pt. The solutions center (sc) representative informed the customer that since a discharge was performed the data could no longer be retrieved. Initial attempts to contact the biomedical engineer were unsuccessful. However, after reaching the biomedical engineer on 09apr10, he stated that the pt had expired. The biomed engineer stated that the staff wanted the retrospective data for review and the pt file. There were no device issues or concerns with the device. This was purely informational. (B) (4) informed the staff that since a discharge of the pt was performed, the data was no longer attainable. No device malfunction occurred and the only user error was the discharging of the pt before saving the pt data. There is no indication of any error relative to pt care. No further investigation/action is warranted. (B) (4).